Event description:
It was reported that stent damage occurred. The 80% stenosed, 2.25mm x 38mm target lesion was located in the moderately tortuous and calcified left anterior descending artery (lad). A 2.25 x 38 synergy ii drug-eluting stent was advanced for treatment. However, during procedure, the stent struts were lifted up due to scratch with the middle lad. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable. It was further reported that the shaft broke outside the patient during packing for shipping.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.25 x 38 mm stent delivery system was returned for analysis without the distal shaft containing the inner outer shaft polymer extrusion, stent, balloon and tip. The device was returned without the distal shaft containing the stent. A review of the manufacturing stent profile data was performed and the stent od at the time of manufacture was within max crimped stent profile measurement. Distal shaft of the device not returned so the balloon cones could not be reviewed. Distal shaft of the device not returned so the tip of the device could not be reviewed. A visual and tactile examination of the hypotube shaft found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found a break in the midshaft region at 1205 mm distal to the distal end of the strain relief with the corewire exposed. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 80% stenosed, 2.25mm x 38mm target lesion was located in the moderately tortuous and calcified left anterior descending artery (lad). A 2.25 x 38 synergy ii drug-eluting stent was advanced for treatment. However, during procedure, the stent struts were lifted up due to scratch with the middle lad. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable. It was further reported that the shaft broke outside the patient during packing for shipping.

Event description:
It was reported that stent damage occurred. The 80% stenosed, 2.25mm x 38mm target lesion was located in the moderately tortuous and calcified left anterior descending artery (lad). A 2.25 x 38 synergy ii drug-eluting stent was advanced for treatment. However, during procedure, the stent struts were lifted up due to scratch with the middle lad. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.